Event description:
Customer reported that 37 erroneous sodium (na) and chloride (cl) results were generated by the unicel dxc 800 synchron system. The results were reported out of the laboratory. The operator recalibrated the system and ran quality controls. The samples were then retested and the results obtained were within expectation. Amended results were issued from the laboratory. It is not known if there were any changes to the pts' care or treatment related to this event. There are not reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
No examination or eval of the system was conducted. The MFR's customer rep discussed system cleaning procedures with the customer. Without an eval of the system, a specific root cause of the event cannot be identified; accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between jan 1, 2008 and october 23, 2010 for add'l reportable events. This is one of 37 medwatch reports being submitted as the customer reported 37 pt results were involved.